Manufacturer narrative:
(B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Is a photo available of the patient's reaction? Yes - the patient took photos of her reaction and provided them to the office. Was any surgical intervention performed? No. Please describe how the adhesive was applied: the skin was washed with normal saline at the end of the procedure and the prineo adhesive was applied to all incisions, with the provided roller and activator pen in a standard application congruent with the recommended usage of the product. What prep was used prior to, during or after adhesive use? Betadine paint was the initial skin prep prior to the surgical procedure. Before the prineo application the patient's skin was thoroughly rinsed with normal saline and dried completely. The patients are instructed to shower the next day after surgery at home and everyday thereafter with their normal soap and personal hygiene routine. Was a dressing placed over the incision? Yes. If so, what type of cover dressing is used? After the prineo is completely dry, the following dressings were applied: to the breasts a large abd pad covering each breast separately was applied and then a snug compression bra was placed on the patient. To the abdomen, a piece of xeroform is placed around the drain site and into the umbilicus. No prineo is used for either of those sites. Once the prineo was completely dry along the abdominal incision, a piece of surgical dressing foam was placed with an abd cut in a 'y' as a drain sponge around the drain and then a compression binder was applied to the patient's abdomen. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? The patient has no known allergies and/or sensitivities to either ingredient listed. Is the patient hypersensitive to pressure sensitive adhesives? No adhesive sensitivities were known prior to surgery. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? No formal screening other than verifying allergies and sensitivities with the patient was done prior to the procedure. Patient demographics: initials / ID, gender, age or date of birth; bmi: initials: gender: female age: 32 y/o dob: (B)(6) 1989, bmi: 26.2. Patient pre-existing medical conditions (ie. Allergies, history of reactions): nkda and no known reactions to adhesives or anything else noted in her medical history. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unknown. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unknown. Current patient status: the patient is currently finishing a round of steroids and recovering from the reaction without additional reactions at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a mastopexy and abdominoplasty combo procedure on (B)(6) 2022 and topical skin adhesive was used. Post op, the patient returned to the office with a full torso rash and welts along all the incisions. Surgeon prescribed medrol dose pack on (B)(6) 2022 and then prednisone taper on (B)(6) 2022 along with topical steroid cream for comfort. The patient is currently finishing a round of steroids and recovering from the reaction without additional reactions at this time. Additional information has been requested.